Event description:
The customer reported that the interconnect cable would not fit into the lemo receptacle. System would not turn on after both parts were replaced. System needs a new power distribution board as well. No pt injury was reported.

Manufacturer narrative:
The svc rep found that the interconnect cable would not fit into the lemo receptacle. He removed and replaced both parts. After replacement, he found that the system would not turn on. The rep checked the f2 on the power distribution board and found that the the fuse had blown. He removed and replaced the power control board. System now turns on. System is now working as intended.